Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3889-28, lot# v382274, product type: lead. (B)(4).

Event description:
A patient reported a loss or change in therapy. They stated that they had been leaking for sometime and their bladder had hurt for a "couple years". The patient would follow up with their healthcare provider (hcp). The ins was indicated for gastrointestinal/pelvic floor. Follow-up communication with the patient's hcp received on (B)(6) 2016 indicated that the leakage and bladder pain first began in (B)(6) 2009. The hcp stated that the ins system was removed and that and the ins and lead were replaced when the lead no longer functioned. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.